Event description:
The user facility reported a 42yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a bleed from a suture line from a newly implanted device. The bleeding was managed with a suture. The patient received a blood transfusion due to renal issue. There was no lasting patient harm reported.

Manufacturer narrative:
The investigation for the access site bleed has been completed. The root cause of the access site bleeding was unable to be determined as limited clinical information and no product was provided for evaluation. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.